Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed and confirmed this left ventricular (lv) lead exhibited loss of capture and had high capture thresholds measuring 4mv and was programmed to 3.1mp. The plan is to have patient in the office for a clinic evaluation. At this time, the lead remains in service. No adverse patient effects were reported.